Event description:
The customer contact reported air in the tubing sets distal to the air eliminating filter. The tubing set was to be used to deliver an unspecified volume of total parenteral nutrition (tpn), at an unspecified rate via a gemstar pump. It was reported after the tubing set was primed, approximately three inches of air was noted distal to the air eliminating filter of the tubing set. The customer contact reported that the tubing set was reprimed and the air was removed from the tubing set. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.